Manufacturer narrative:
UDI:gtin unavailable, product made prior to gtin compliance date, lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient underwent a revision procedure on (B)(6) 2016 of a locking compression plate (lcp) proximal humerus plate, seven (7) locking screws, and three (3) cortex screws due to a non-union at the fracture site. During the revision procedure, it is reported a reduction forceps broke and a piece of the instrument was embedded in the patient's bone. Surgeon was able to retrieve the broken piece without additional intervention. Procedure was delayed approximately fifteen (15) minutes due to the broken instrument, but was completed successfully. Patient outcome reported as fine. This complaint is linked to (B)(4) to address the revision procedure. This is report 1 of 1 for (B)(4).